Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced the septum being pushed into the adapter. The following information was provided by the initial reporter: when the product was used to open the package, it was found that the septum was not completely exposed inside the joint and could not be used. The product was not used on the patient. However, there have been more problems with other products in the hospital recently. It hope that there will be no more quality problems.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/19/2020 h.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused representative q-syte device in a sealed package from material number 385100, lot number 9311739. In addition, two photographs were received which displayed a q-syte device with the septum partially stuff into the top body. Through the evaluation of the photographs, it was observed that the septum was partially pushed into the q-syte top body. A visual/microscopic evaluation was performed on the returned q-syte device. The septum slit cut was present and no surface damage to the septum top disk. Component damage was observed with the photograph however the photo did not provide sufficient evidence to identify a root cause. The representative sample submitted did not display any adverse characteristics that would contribute to the defect reported. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced the septum being pushed into the adapter. The following information was provided by the initial reporter: when the product was used to open the package, it was found that the septum was not completely exposed inside the joint and could not be used. The product was not used on the patient. However, there have been more problems with other products in the hospital recently. It hope that there will be no more quality problems.